Event description:
It was reported that a malfunction occurred on the pump, initially displaying a malfunction code but resolved following a reset. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer whether their level exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, although the pump went dark when attempting to reload the cartridge.